Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. No unexpected insulin pump error alarm, is pump error alarm pump error alarm, or pump error alarm noted during testing however, the downloaded history files confirmed insulin pump error alarm(line number 2305 file number 2006), (line number 1384 file number 26), and insulin pump error alarm, fault isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was 150 mg/dl. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the alarm did not occurred immediately after a battery change. Troubleshooting was performed. Customer performed self test and the test was passed. Customer stated that the fill cannula was recorded in daily history. The insulin pump will be returned for analysis.